Event description:
The company was notified that a r5-021 carbomedics reduced aortic mechanical heart valve (21mm) was explanted after approx 4 years due to a high gradient. As reported, no thrombus or pannus formation was identified. The device was replaced with a 23mm carbomedics valve (model not specified).

Manufacturer narrative:
Device evaluated by MFR. The subject holder arrived at the mfg site for eval on (B)(4) 2013. Full device history record review will be performed. Eval of the device will include gross and microscopic examination, as well as hydrodynamic testing, to determine root cause. Eval method: review of the device history record is in progress. Results code - no definitive results at this time. Conclusion code - no conclusion can be drawn at this time as device eval has just commenced.